Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening the vh-4000 kit, they observed the metal tip in the crux of the jaws of the device was separated from the rest of the jaws, rendering the device unusable. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 / 22) enter investigation findings: the device was returned to the factory for evaluation on 01/31/2022. An investigation was conducted on 05/02/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the hot jaw was observed to be intact with no physical or visual defects observed on the clear silicone insulation. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. No electrical evaluation was not conducted, due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed as well as confirmed for the analyzed failure "peeled jaw". The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening the vh-4000 kit, they observed the metal tip in the crux of the jaws of the device was separated from the rest of the jaws, rendering the device unusable. A replacement was given from the account manager's trunk stock. No patient involvement.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.